Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 46-year-old patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, the impella was alarming for suction when higher than p-1 in conjunction with extracorporeal membrane oxygenation (ECMO). The medical team continued to monitor, and continued impella support.